Event description:
There were holes in the tubing of the lifeguard safety infusion set causing the infused fluid, saline, to leak. There were two occurrences of this and pts were not adversely affected in either event.

Manufacturer narrative:
Additional lot # 1004176. The two used devices were sent to vygon shortly after the initial reported event, on (B)(6) 2010. The investigation by the qa and engineering departments are pending. Results will be submitted in a follow up MDR.